Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had turned to a black screen. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2022 confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system performance issue. The technical support specialist (tss) mentioned that customer reported station screen going black with password prompts. The tss advised the customer to reboot the station. The issue got resolved and station came back online, and case closed. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.